Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0211605196, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead impedance was out of range. Impedance on one electrode was out of range during the procedure. Troubleshooting was performed, tested the lead in both battery ports of the battery, but the same electrode had out of range impedances. The lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note that device code (B)(4) has been removed at this time. The implantable neurostimulator (ins) serial number has been identified and as a result, have been updated at this time. Additionally, the manufacturing site ID captured, in has been updated from (B)(4) to (B)(4), but cannot be changed due to manufacturer report numbering requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the impedance issue experienced as that ¿on contact 7, the reading was <(><<)>10000 ohms.¿ it was noted there were no patient symptoms experienced as the patient was anesthetized at the time of the procedure. No further complications were reported or anticipated.